Event description:
Unknown death cause. Patient was included in the osiris trial. No patient files available. No source document available. Sae completed on (B)(6) 22 by the principal investigator with no information available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. No information is or will be available. The device was not explanted and will be not explanted. The root cause of this event (death) could not be determined. This case will be re-opened in case of new information.